Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It was later provided that it is unknown when the event occurred or was observed by the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was larger than the inner diameter of air/water(a/w) nozzle got into the (a/w) channel caused clogging. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the bending section and insertion tube of the evis lucera gastrointestinal videoscope had physical defects. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to the foreign material in the nozzle found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in describe event or problem, evaluation found the complaint was confirmed and the connecting tube was dented. In addition, evaluation found water tightness was lost due to a pinhole on the connecting tube, the channel clearing brush could not be inserted smoothly due to the dent in the instrument tube, the bending angle in the up direction did not meet standard value due to wear of the angle wire, the bending section cover adhesive was chipped, cracked and had a white clouded area, the scope connector had corrosion due to water leakage, the forceps could not be inserted smoothly due to a dent in the instrument tube, the adhesive around the light guide lens was peeled, the connecting tube was cut and wrinkled, the universal cord was wrinkled, and switch#1 was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.